Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2014 with the following findings: a full rewind to 206u was successfully perform multiple times with no errors. The pump did not rewind over 206u during testing. Load cartridge and prime steps were performed successfully with no alarms. A review of the black box and alarm history show no eaw¿s related to the compliant; no motor alarms were observed. The pump was exercised for 24hrs with no eaw¿s duplicated. The pump was opened and no evidence of debris or damage was found on the lead screw. Investigators were unable to duplicate the compliant during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.